Manufacturer narrative:
The customer reported the set would not seal when connected to the IV, and returned one set of material mx5301, lot 25085462. Upon initial visual examination, the set had no defects or abnormalities. The set was tested with water, and pressure was added to the system. There were no leaks under normal conditions, but when pressurized, the blue piston on the y port was expanded up above the plastic, and a fluid breach was observed. The breach constituted a slow leak during abnormal conditions. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was unable to identify a root cause for the issue, and no actions were able to be done.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard pressure rated extension set had a loose component with a leak. The following information was provided by the initial reporter: the failure occurred in the or. The set would not seal when connected to the IV and a large amount of blood leaked. There was no patient or employee harm associated with the occurrence. This happened with two sets, but only one was preserved as a sample.